Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: december 1, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod fully retracted. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip; the cartridge tip and cartridge were damaged. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. The lens was received coated in viscoelastic residue. The lens was cleaned and inspected, revealing no issues. The complaint issue "delivery issue" and "unfolding issue" were not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when attempting to implant the preloaded monofocal intraocular lens (iol) in the patient's eye, the iol remained folded and became lodged in the incision. Forceps were used to remove the iol, and the procedure was completed successfully with a replacement device. No patient injury was reported. No other medical intervention was required. No further information was provided.